Event description:
It was reported that the vasculature was damaged tunneling the extension from the head to the chest with the passer. The hcp discovered the bleeding in the middle of the operation. The pt was in the intensive care unit after the operation where hemostatic treatment was provided. The pt remained hospitalized one month after implant surgery. The device remained implanted. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Vascular damage, not otherwise specified.

Manufacturer narrative:
Concomitant medical products: product ID 3387-28, lot# v098708, implanted: (B)(6) 2008, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a representative that during surgery, a passer was used for tunneling the extension from the head to the chest and the vascular got damaged. The patient was taken into the intensive care unit (ICU) after the operation. The patient continued to receive treatment from a surgery physician. Additional information received approximately a month later via the representative reported the physician had found the patient bleeding in the middle of the operation. Interventions involved hemostatic treatment given to the patient in ICU. The device was explanted and the patient was moved to another hospital and continued to be hospitalized.